Event description:
Customer called in to report that she had low blood glucose of 38 mg/dl in the past and current blood glucose is 145 mg/dl. Customer stated that she change her sensor because she had blood at the site. Customer also stated that her sensor got stuck in the serter, but she was able to remove it.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.